Event description:
Device 4 of 4. Reference MFR. Report:1627487-2018-12846. Reference MFR. Report:1627487-2018-12847. Reference MFR. Report:1627487-2018-12848. It was reported on (B)(6) 2018, the patient had lead replacement surgery on (B)(6) 2018 due to the patient not receiving adequate therapy. It is unknown when the issue began for the patient. Four pns quatrode leads were replaced with two scs percutaneous leads. Effective therapy was established post operation and there were no reported complications during the procedure.